Manufacturer narrative:
Date of event reported as (B)(6) 2018, exact date is not known. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that application instrument for sternal zipfix was dropped on the floor, causing a tiny piece of metal to break off the barrel of the instrument. No patient or surgical involvement. This report is for one (1) application instrument for sternal zipfix this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 03.501.080 , lot no.: l572955 , manufacturing location: haegendorf , release to warehouse date: 12.jan.2018 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that the sales consultant dropped a zip fix application gun on the floor and a tiny piece of metal broke off the barrel of the gun. Service & repair evaluation the customer reported the piece of metal broke off from the barrel of the instrument. The repair technician reported the cutting jaw was broken. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The following investigation flow was performed: broken. Visual inspection performed at customer quality (cq) confirmed the condition of breakage, which agrees with the reported complaint condition. A piece of the distal cutter assembly sheared off and was returned. The returned device was manufactured in january 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. A dimensional inspection of features relevant to this complaint could not be accurately obtained at cq due to the condition of the returned device (oblique fracture on tapered edge). This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. The cause of the breakage is rough handling. Per the complaint description, "the sales consultant dropped a zip fix application gun on the floor and a tiny piece of metal broke off the barrel of the gun". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.